Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive act and escape buttons due to corroded keypad traces. No button error alarm was noted during testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer was using an omnipod insulin pump. The customer reported having issues with fluctuating blood glucose levels in the range of 90 mg/dl to as high as 524 mg/dl. As a result, the customer reported switching back to a minimed insulin pump. The customer reported a button error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.